Event description:
It reported that the customer had a buttone error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was asked if she recalls any significant events leading to the alarm and said no idea. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
The insulin pump had an intermittent esc button due to moisture damage on keypad trace. No button error alarm noted. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corner and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.